Event description:
The event is reported as: the customer alleges there was difficulty with placement/seating of the device during a procedure. There was no issue with the initial insertion of the device. However, when the end user was attempting to remove the device it separated/pulled apart. There was no pt harm reported. Procedure: MRI.

Event description:
The event is reported as: the customer alleges there was difficulty with placement/seating of the device during a procedure. There was no issue with the initial insertion of the device. However, when the end user was attempting to remove the device it separated/pulled apart. There was no patient harm reported. Procedure: MRI.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was not received in the original lma pouch. The reported defect was verified at the time of the visual observation as the backplate and cuff was observed detached. The cuff was observed to have glue stains at the joint and along the rim of the backplate. The color of the glue line along the backplate was observed to be lightly yellowish. The reported defect was confirmed visually however the root cause of the failure was undetermined. It is suspected that the undesirable storage condition such as high temperature or direct lighting could have adversely impacted the sturdiness of the device and the shelf life of the device. Relevant parties were made aware of the incident and on-going monitoring will be in place to verify if there is a trend of similar incidents.